Manufacturer narrative:
Only one patient sample was affected and no other assays were affected. The lamp and cuvettes were last replaced on 25-sep-2022. The gear pump pressure was at 300 kpa and had last been changed in 2017. The field service engineer (fse) found a low water level at the wash station of the sample probe and adjusted it and checked the relevant parts. Precision testing was performed with results within specification. A carry-over check was performed with unacceptable results. The fse returned to the customer site and decontaminated the regent probes, adjusted the gear pump pressure to > 300 kpa, readjusted the water level for the sample and reagent probes, re-checked the status of the rinse unit, cleaned the probes and valves and decontaminated the rinse unit. The reaction monitor provided showed an issue with the initial result. Calibration was acceptable. Qc was acceptable. Multiple "abnormal probe sucking" alarms were observed on the customer¿s alarm trace data. A general reagent issue has been excluded as calibration and qc were acceptable. The service actions from the 2nd service visit resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for cholesterol gen. 2 (chol2) on a cobas 6000 c (501) module. The initial result was 342.9 mg/dl. This result was reported outside of the laboratory where it was questioned by the physician who requested repeat testing. The sample was repeated on the c501 module in question with a result of 187.5 mg/dl and a cobas 8000 c 502 module with a result of 193.1 mg/dl. The chol2 reagent lot was 657855 with an expiration date of 31-may-2023.